Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers became stuck when the customer attempted to bolus. The customer also stated all the buttons were frozen on the insulin pump. It was also found a button error alarm occurred on the insulin pump. Customer's blood glucose was 78 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly during testing. However, moisture damage was found on the keypad traces during visual inspection. No button error alarms noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.